Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The customer reported, the clip applier did not apply clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: backup clip applier was used to complete the procedure. The issue occurred, while surgeon was clamping on tissue. They did not have the standard clip and surgeon used 4 different clip appliers, to ensure that it was working correctly. They substituted the clips, which was more likely the reason for clip application failure.

Manufacturer narrative:
Based on the claim against the product by the customer noting, a clip applier did not apply the clips properly. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier was analyzed and the customer reported issue was replicated/confirmed. Failure analysis found the primary failure of failed clip test. The clip applier instrument failed the clip test ;due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to able retain clip through engagement, but cannot apply the clip as commanded. Additional observation not reported by site: the clip applier was found to have a bent grip, and the tip does not align with the other grip. The root cause of this failure is mishandling/misuse. The reported complaint was confirmed by failure analysis. Which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event, due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.